Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros¿ was found to have detached during patient use. The reporter stated that, "spinning spiros trialled on various syringes. It could be pulled from the syringe, despite spinning initially. The number of incidents is 4. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: no 011-ch2000s-c product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.